Event description:
It was reported that during pre-testing, prior to surgery, it was observed that the battery oscillator device had no power. There were no delays in the surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device did not run when power was applied. Therefore, the reported condition was confirmed. It was determined that this was most likely due to motor assembly or electronic control unit (ecu) failure due to usage wear over time. The assignable root cause was worn components from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.